Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2016, the patient's receiver was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. The receiver would not boot up. The case was opened for further evaluation. An interior inspection was performed and a defective battery was observed. The reported event of an overheating receiver could not be confirmed due to the condition of the device. A root cause could not be determined.